Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Implanted a omniflex by tha procedure on 199 4/4/10. A pseudotumor is suspected around the artificial hip joint and under examination. X-ay was done leading the surgeon to believe there was a pseudotumor. No current adverse consequences being experienced and no plan for treatment.